Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, d6a, g1.

Event description:
Healthcare professional reported right side exchange from textured to smooth implants due to the patient's concern with the product and capsular contracture, baker grade iii. Device has been explanted.

Event description:
Healthcare professional reported right side exchange from textured to smooth implants due to the patient's concern with the product and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, white calcification outer device and opening curved on anterior and posterior. Leak test and microscopic analysis was performed which identified: striated opening on anterior and posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior and posterior assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported capsular contracture, baker grade iii.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient's concern with the product and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side exchange from textured to smooth implants due to the patient's concern with the product and capsular contracture, baker grade unknown. Device has been explanted.